Event description:
We noticed blood pressure (bp) 185/154, heart rate (hr) 139 on bedside fetal monitor. Reading did not match the patient clinically. Recheck with different cuff on same machine. Bp 203/189, hr 75. Manual bp rechecked - 155/100. It was unclear at this time if monitor or cuffs are malfunctioning. Decision was made to remove this monitor from the patient's room and replace it with a different monitor. A work order was placed for biomed to check the device. The biomed manager and (B)(6) manager have been tracking and trending this issue since (B)(6). The monitor was immediately tested, calibrated, and was cleared for use. We will continue to follow this process for future erroneous bp readings. There was no harm to patient. The device was returned for use in clinical areas.